Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of three devices. The first instrument noted the timing was disrupted and a tack was protruding from the tip of the device. The trigger was actuated and the remaining four tacks deployed but did not seat properly. The second instrument noted the timing was disrupted and a tack was protruding from the tip of the device. The trigger was actuated and the remaining fourteen tacks deployed but did not seat properly. The third instrument noted the timing was disrupted and a tack was protruding from the tip of the device. The trigger was actuated and the remaining three tacks deployed but did not seat properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product (B)(6) which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bilateral inguinal hernioplasty procedure. The tacking device was being used to fix the mesh to the muscle. When one tack is fired, some portion of the adjacent tack protrudes out of the shaft and hooks the mesh. Tacks were able to be fired normally from the device. The fired tacks were able to penetrate the tissue and hold correctly onto the tissue. In order to resolve the issue and complete the case, a new tacking device was used. There was no patient harm. The patient outcome is reported as no injury.